Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated, she was hospitalized for high blood glucose. The reported blood glucose reading was 373 mg/dl. The customer stated she changed the infusion set three days prior to the event. Troubleshooting was performed. The insulin pump passed the prime test and the programming was correct. The tubing clamp was not available for the high pressure test.